Event description:
The customer contact reported during preventive maintenance testing, leakage was noted from the disposable batteries in the battery compartment of the device. The device was returned to the biomedical department with a report that the device did not turn on using ac and dc power, and the pump was damaged from battery leakage. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.